Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon appeared to be twisted when it exited the distal end of the scope. When the handle was moved in forward position, the balloon did not inflate. An attempt to disconnect the balloon from the catheter and then reconnect again was made; however, the balloon would still not inflate. The scope was removed from the patient and the balloon was cut to pull it out. The procedure had was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code a04 captures the reportable event of balloon damaged. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed and a visual examination found the catheter shaft was twisted and stretched and the balloon was found torn circumferentially. Microscopic examination confirmed the catheter shaft was twisted and stretched. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon damaged was confirmed as the balloon was torn circumferentially. It is possible that factors encountered during the procedure, such as the excess pressure, interaction with other devices, or anatomical affairs. These factors and interactions could influence the damage found in the balloon. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing it to tear circumferentially during the procedure. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon appeared to be twisted when it exited the distal end of the scope. When the handle was moved in forward position, the balloon did not inflate. An attempt to disconnect the balloon from the catheter and then reconnect again was made; however, the balloon would still not inflate. The scope was removed from the patient and the balloon was cut to pull it out. The procedure had was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.